Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. No displacement anomaly was noted. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. No motor error alarms were noted. However, moisture damage was noted on the motor assembly. A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.